Manufacturer narrative:
Block b3: exact date unknown, event occurred beginning of november 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082295/7082491; product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 31392259.

Event description:
It was reported that the patient had inadequate pain relief following a fall. High impedances were noted on the leads. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively with satisfactory coverage. The explanted device components were kept by the medical facility.